Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the image was performed and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adapter of a plexitron solution administration set was broken. This was identified during priming. There was no patient involvement. No additional information is available.